Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The customer stated, ¿the unit is over infusing". The unit was triaged and the reported issue was confirmed and corrected by replacing the damaged gear box. The root cause of the damaged gearbox could not be determined at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. As part of continuous improvements, a corrective action has been opened. This action is designed to prevent the re-occurrence of the reported condition.

Manufacturer narrative:
The incident unit has been requested but to date has not been received for evaluation. If the unit is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the unit is over infusing.